Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301073. Batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached hello! We were notified of a complaint from a customer stating stain in syringe. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #: 200684402 defect description: stain in syringe medline part #: 26001 product description: syr 3ml l/l vendor part #: 301073 lot #: unknown date reported: 8/18/2025 sample received: no response needed: summary of findings and corrective action -- incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00123.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter a stain was reported on a syringe. To support the investigation, three photographs of a 3ml luer-lok syringes were submitted for evaluation by the quality team. Each image depicts a single loose syringe with a brownish discoloration at the barrel tip, captured from various angles. The discoloration appears consistent with embedded foreign matter, most likely degraded plastic. This condition can occur when resin is exposed to prolonged high temperatures within the molding machine, such as during start-up. While this is considered a cosmetic defect and does not pose a risk to the customer, it is classified as non-conforming per product specifications and is attributed to the molding process. A lot number is required to determine whether corrective action is warranted. At this time, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.